Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance, triggering a lead safety switch and subsequent unipolar pacing. Isometric tests were performed, and atrial lead noise was observed in bipolar sensing. Technical services provided troubleshooting exhaustive recommendations. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.